Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the device had stuck on the tissue while firing. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the device had stuck on the tissue while firing. The reload opened by pressing the grey button of the device and removing the handle then changing the reload to complete the procedure. No patient injury has been noted.